Event description:
It was reported that the iab was inserted and connected to the pump in a 1:2 assist ratio. Due to deterioration in the pt's condition, the ratio was changed to 1:1. The catheter then experienced inflation/deflation difficulty. Because of this the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that the iab was inserted and connected to the pump in a 1:2 assist ratio. Due to deterioration in the pt's concition, the ration was changed to 1:1. The catheter then experienced inflation/deflation difficulty. Because of this the iab removed and replaced. There were no pt complications.